Manufacturer narrative:
The customer reported, the paddles failed during testing. A philips representative confirmed the reported failure. Replacing the paddle set resolved the reported issue.

Event description:
The customer reported, the paddles failed during testing.